Event description:
It was reported that the zimmer dermatome was grafting the skin badly. Additional clinical follow up with the hospital indicated that the initial graft was too thin and an additional harvest was required. No other info was obtained from the customer.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 16 years old and has only been in once for repair on (B)(4) 2000. The inspection found the unit was in calibration and running according to specifications. The unit had one small nick on the head and the ears were slightly worn. Unable to determine a cause of the reported complaint. Device was in calibration and did not present any evidence to be cutting thin. Any damaged to the device was noted as worn ears and a nick on the head. Neither of these occurrences led to the dermatome cutting thinner. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.